Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the light source cable was loose and damaged, it is likely that the connection failure was caused by this. The cable failure is likely due to repeated use or damage due to excessive force applied by the customer / user. The instruction manual identifies the following verbiage, which may prevent the phenomenon: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur." Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the biomedical technician at the user facility that a b30 communication error occurs intermittently with the evis exera iii xenon light source and multiple scopes during preparation for use. No patient involvement or harm was reported. During troubleshoot via telephone, the biomedical technician indicated the communication cables running between the video processor and the light source seemed loose. They will order the new communication cables, connect them and see if the b30 error still occurs. The technical support engineer followed up with the user facility regarding the reported problem but with no results.